Event description:
This is a report of a patient who experienced and was hospitalized for potential peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The potential peritonitis manifested as abdominal pain, temperature increase, and cloudy effluent. The patient was treated with oxacillin intraperitoneally (ip) and gentamycin solutions ip (doses and frequencies not reported) for the potential peritonitis. The patient recovered from the events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.